Event description:
During removal of a blake drain from an ovarian mass removal surgery, the drain broke. Part of the drain remained in the body. An add'l procedure was requried to remove the drain. No permanent pt injury was reported.